Event description:
It was reported that the stent partially deployed and was stretched. A 7x120x130 eluvia self-expanding stent was selected to treat peripheral artery disease (pad) in the superficial femoral artery (sfa). The target lesion was 100% stenosed and severely calcified. Vascular access was obtained via a crossover approach from the contralateral femoral artery. The lesion was pre-dilated. When the stent was advanced to the target lesion, the thumbwheel was used to deploy the stent. However, after 3/4 of the stent was deployed, the thumbwheel slipped. The outer sheath stopped moving. The delivery system was pulled and the stent deployed but was stretched. Post-dilation was performed with a balloon. The procedure was completed and there were no patient complications.

Manufacturer narrative:
Initial reporter city: (B)(6). Device eval by MFR: the returned product consisted of an eluvia self-expanding stent system with a 0.014 guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The pull rack is separated 3mm from the handle. The proximal section of the pull rack is missing. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was x-rayed, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed and was stretched. A 7x120x130 eluvia self-expanding stent was selected to treat peripheral artery disease (pad) in the superficial femoral artery (sfa). The target lesion was 100% stenosed and severely calcified. Vascular access was obtained via a crossover approach from the contralateral femoral artery. The lesion was pre-dilated. When the stent was advanced to the target lesion, the thumbwheel was used to deploy the stent. However, after 3/4 of the stent was deployed, the thumbwheel slipped. The outer sheath stopped moving. The delivery system was pulled and the stent deployed but was stretched. Post-dilation was performed with a balloon. The procedure was completed and there were no patient complications.

Manufacturer narrative:
(B)(6).